Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Proposed component code: mechanical (g04), femur. Reported event was unable to be confirmed, due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found, no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen articular surface size ef 10 mm height catalog#: 00596204010 lot#: 64833797. Nexgen 3 degree fluted tibial component stemmed/option size 5 catalog#: 00599804801 lot#: 64716331. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately two years post-implantation due to instability. No additional patient consequences were reported.